Manufacturer narrative:
E1- initial reporter phone: (B)(6). Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 5mm in length and extended from a position 11mm proximal of the distal markerband to 6mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left forearm radial artery to cephalic vein internal fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left forearm radial artery to cephalic vein internal fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).